Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 24 (atmosphere pressure out of range) occurred during bolus delivery after the pump was dropped in water. The customer received an inaccurate fill estimate while attempting to load a new cartridge. Reportedly, the customer loaded the cartridge with (B)(6) units of insulin and received a fill estimate of over (B)(6) units. During troubleshooting with tandem technical support the customer received the same cartridge alarm 24 again. In addition, it was reported that the customer had to press the unlock button multiple times for the pump to respond. During troubleshooting the touchscreen was functioning as intended. Customer's blood glucose level was 80 mg/dl.